Manufacturer narrative:
On march 14, 2024, mentor received additional information indicating that the patient was implanted the suspect medical devices as part of a clinical study. On march 20, 2024, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2024. Mentor also received additional information indicating that the suspect medical devices were the following: (left) 375cc mentor memorygel breast implant catalog: 3507375bc lot: 5545257 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3507375bc lot: 5553343 sn: (B)(6). They were implanted on (B)(6) 2004. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On may 28, 2024, mentor received additional information indicating that the patient has postponed their removal surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a.

Manufacturer narrative:
On november 3, 2023, mentor received additional information indicating that the patient's implants were not saline but are actually silicone. In addition, only a right side implant rupture was found via MRI and no evidence of rupture on the left was found. In addition, the patient only reported right side implant rupture.

Manufacturer narrative:
On june 19, 2025, mentor received additional information which indicated that the patient's explantation surgery has been rescheduled to (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, material rupture.

Manufacturer narrative:
On july 30, 2025, the mentor failure analysis lab received the device for evaluation. On august 4, 2025, mentor received additional information indicating that the patient's implants were replaced with two mentor gel implants. On august 7, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in three parts. In addition, an area of shell abrasion was observed on the edges of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year old hispanic female patient underwent breast augmentation revision with two unspecified mentor saline breast prostheses. Post-operatively, the patient suffered bilateral breast implant leaks, and sharp breast pains. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.